Event description:
Event description cpi received information that at a routine follow-up appointment the implantable cardioverter defibrillator (ICD) had no telemetry and no beep tones when a magnet was applied.